Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems - hl-390 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. The investigation started with a visual inspection and functional testing was performed by filling tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem was confirmed. According to the investigation faulty pcb which was not alarming, caused the reported problem. Investigator's replaced the pump faulty pcb and performed pm and all passed. The problem source of the reported problem is unknown.

Event description:
Information was received that device audible alarm is not working. No adverse effects reported.